Event description:
The account noticed increased reactive rates for hiv-1/2 eia assay with reagent lot 62241m01. The account stated that in the past 30 days, more than 30 donors tested repeatedly hiv-1/2 eia reactive, but non-confirming by hiv-1 western blot and hiv-2. No specific data on the donors were provided. The account switched to a different hiv-1/2 eia reagent lot with acceptable reactive rates. Additionally, abbott field svc was requested to proactively inspect the commander ppc analyzer for the increase in reactive rates. No impact to pt management was reported.

Manufacturer narrative:
(Investigation is in process and no eval/conclusion codes are known at this time). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.